Event description:
It was reported that the stenoscope sys shut down during a case. The sys had to be rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The configuration board was replaced during the service call. The sys was tested and found to be working as intended and put back into service.